Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc checked the connector and found the abnormality and the traces of reassembling the disassembled parts. In order to investigate the cause, omsc disassembled the device and checked the condition of the parts, but there were no abnormalities such as damage or deformation in each part. Omsc presumed that loose stress was applied to the connector. The stress of loosening was applied continually during handling such as attaching and detaching the cleaning tube then it decomposed.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a reprocessing, the connector was broken when the user removed the connecting tube maj-1500. There was no report of patient injury associated with the event.